Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced two years later for reported normal battery depletion.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Device interrogation revealed an in progress atrial tachy response (atr) episode due to noise and oversensing on the right atrial (ra) lead. Boston scientific technical services (ts) offered to page the local field representative for further evaluation, however, the health care professional (hcp) declined and planned to have the patient follow up with their following physician on an unknown date in the future. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.